Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection approximately four months after an implantable pulse generator (ipg) replacement procedure. The patient was prescribed antibiotics. The ipg system was explanted and temporary pacing was utilized. A new system was implanted at a later date. No further patient complications have been reported as a result of this event.